Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and the ipg was unable to enter MRI mode. Programmer displayed error message, "MRI is not advised. There may be a problem with the implanted lead(s)." Lead diagnostics showed multiple high impedances on both leads. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4 patient weight added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.